Event description:
It was reported that during a conversation with the physician, a general comment was made by the physician indicating that while balance middleweight (bmw) universal ii guide wires are used in approximately 95% of the procedures, in about 10% of those procedures (approximated by the physician to be about 10 to 20 occurrences within the last year), while flushing or wiping of the guide wire itself is not typically performed, after routine flushing of each guide wire lumen of each balloon dilatation catheter (bdc) (including both abbott and non-abbott brands), after advancing and positioning a bmw universal ii guide wire to a lesion in a vessel, the bdcs become stuck, with the catheter unable to advance or retract over the bmw, once reaching the distal area of the bmw guide wire. When this occurred, both devices were removed as a single unit. The bmw reportedly feels "sticky" and typically takes 2 to 3 attempts to advance a catheter over the bmw. No adverse patient effects and no clinically significant delay were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It should be noted that the hi-torque guide wire instructions for use states: before removing the guide wire from the wire dispenser, inject normal saline into the hub end of the dispenser to thoroughly wet the complete surface of the guide wire. If the surface of the hydrophilic-coated wire becomes dry, wetting the surface with normal saline will renew the hydrophilic effect. Be sure to thoroughly rewet the guide wire before reintroduction into an interventional device. After the guide wire is withdrawn from the body, it should be wiped clean with saline-soaked gauze and kept wet. In this case, the reported lack of preparing the wire surface to activate the hydrophilic coating may have contributed to the reported difficulties. It was indicated that there was no specific device involvement in this case, because this was a general complaint regarding bmw universal ii guide wires. Therefore, a failure analysis will not be performed. A review of the lot history record and complaint history of the reported lot could not be conducted, because this incident is not related to a specific device but a general comment on interactions with the device. Based on the information reviewed, there is no indication of a product deficiency.